Manufacturer narrative:
All buttons functioned properly during testing; however, the insulin pump was found with moisture damage to the keypad traces during a visual inspection. The battery cap damage could not be verified due to the insulin pump being received without the original battery cap. The insulin pump was received with a cracked reservoir tube lip, minor scratched liquid crystal display window, scratched reservoir tube window, and cracked keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and that she lost the battery cap. The customer did not know the blood glucose reading at the time of the keypad anomaly. Her blood glucose was 118 mg/dl at the time she lost the battery cap. She stated that the up and down arrow keys were worn and slow to respond with button presses. She stated that she could not see the act button any more due to it being worn. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.